Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based on information from olympus service operation repair center, the video connector socket was the corroded. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. More than 14 years had passed from the subject device had been manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, omsc surmised that the reported phenomenon was attributed to failure of the electronic transmission of the endoscopic image between the the videoscope and the video processor due to aging the corrosion or deterioration by repeatedly long-term use on the video connector.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image disappeared sometimes without failure of the endoscope. Olympus service operation repair center checked the subject device and found that the reported phenomenon was duplicated due to the corrosion of the video connector socket. There was no report of patient injury associated with this event.